Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument, a wire on top has come out. The wire is not in the right place and the wire is sticking out. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.